Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported the camera head malfunctioned when preparing the patient for an unspecified procedure. The subject device was not displaying image and displayed an unspecified error message. The procedure was completed with a similar device. There was no report of patient harm associated with the event.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: h4.

Event description:
No additional information received from customer.

Event description:
It was reported the camera head malfunctioned when preparing the patient for an unspecified procedure. The subject device was not displaying image and displayed an unspecified error message. The procedure was completed with a similar device. There was no report of patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed after hours of extensive testing as there was no problem with the image. A definitive root cause cannot be identified. A device history review of the current product was conducted, and no problems were found. Device instructions for use (IFU) indicates: if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Reference page 11 as per IFU. Olympus will continue to monitor the field performance of this device.